Event description:
Title of literature review: ''factors that affect stent -related complications in patients with malignant obstruction of the esophagus or gastric cardia'' iwasaki et al 2017. 1 case fistula - esophageo-respiratory fistula developed and was managed with a second stent. Three types of stent were used in this literature review: partially or uncovered ultraflex stents (boston scientific), partially covered or uncovered niti-s stents (taewoong medical) and partially covered evolution stents (cook medical). We cannot confirm that the cook evolution stent was related to this this specific adverse event so this is a conservative assessment moc 09-dec-2019.

Manufacturer narrative:
PMA/510(k)#: k162717. The evo -pc- e device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document-based investigation was conducted. This file was created from the attached journal article. Literature review outlines 1 case of fistula - esophageo-respiratory fistula developed and was managed with a second stent. Three types of stent were used in this literature review: partially or uncovered ultraflex stents (boston scientific), partially covered or uncovered niti-s stents (taewoong medical) and partially covered evolution stents (cook medical). We cannot confirm that the cook evolution stent was related to this this specific adverse event so this is a conservative assessment. This file captures 1 case of fistula - esophageo-respiratory fistula developed and was managed with a second stent. This could have potentially been related to a cook evolution stent however we are unable to confirm, this is a conservative assessment. As the evo -pc- e device from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evo -pc- e devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, "additional complications include, but are not limited to : perforation, hemorrhage, aspiration, reflux, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Additional complication include, but are not limited to: stent misplacement and/or migration; tumor ingrowth or overgrowth; esophageal ulceration and erosion; nausea; chest or retrosternal pain; foreign body sensation; food bolus impaction; gasbloat; sensitivity to metal components; fistula involving trachea, bronchi or pleural space; intestinal obstruction secondary to migration; mediastinitis or peritonitis; airway compression; tracheal obstruction. On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related, as per instructions for use, fistula involving trachea is listed as a potential complication. Information received is not sufficient enough to confirm that it was the cook stent that contributed to the event. Customer complaint is confirmed based on customer testimony. The patient outcome is unknown. However, we do know that the patient required a second stent as a result. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510(k) number: k162717. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Title of literature review: ''factors that affect stent -related complications in patients with malignant obstruction of the esophagus or gastric cardia'' iwasaki et al 2017. 1 case fistula esophageo-respiratory fistula developed and was managed with a second stent. Three types of stent were used in this literature review: partially or uncovered ultraflex stents (boston scientific), partially covered or uncovered niti-s stents (taewoong medical) and partially covered evolution stents (cook medical). We cannot confirm that the cook evolution stent was related to this specific adverse event so this is a conservative assessment moc (B)(6) 2019.